Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the connector boot was not properly bonded against the proximal insulation, allowing body fluid to enter into it.

Event description:
It was reported that the lead exhibited high capture threshold. When the pocket was opened to reposition the lead, an insulation defect was observed. The lead was explanted and replaced.